Manufacturer narrative:
The insulin pump was received missing segments and partial display due to cracked zebra connector on the lcd. However, the insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had broken battery tube threads, broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center of the screen does not work. The insulin pump alarmed motor error three times. Two segments on the screen were white. The display returned to normal. Customer's blood glucose level was around 400 mg/dl. Troubleshooting was declined. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.